Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had high blood glucose. Paramedics were called and she was transported to the hospital. Customer blood glucose reading was high when paramedics arrived. Customer stated that the insulin pump was disconnected and she was unaware that it was disconnected. Nothing further was reported.